Event description:
Information was received from a consumer regarding a patient who was receiving unknown morphine at an unknown concentration/dose/frequency via an implantable pump for spinal pain. It was reported that the patient "almost died the night they refilled her pump." It was reported the patient's blood pressure was (B)(6), and she lost all feeling in her arms and legs. The date of this refill was not provided. It was noted the patient was talking to a lawyer. Further information was received that the patient has "psych issues," and was dropped by her healthcare provider (hcp) after her refill on (B)(6) 2016. The patient was told by her hcp that they would not refill her pump again, and they started to wean her off oral medications as well. As far as issues after a refill, nothing was ever reported to the hcp's office or documented in the patient's chart. The nurse noted, however, that the patient does deal with "those medical issues."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.